Event description:
It was reported that nine months after the first implant, after bending to pick up an object and while standing up, pt felt a crack. X-rays revealed that the item was broken. Pt was revised in 2007.